Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address a femoral neck fracture on resurfacing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, update from (B)(6) 2012: reason for revision, hip revised, revision name: left asr xl acetabular system, reason for revision: femoral neck fracture on resurfacing (within 3 months of post op). Querying if resurfacing to xl revision, cup revision date etc. Update received 26th march, 2014. Response received. Resurfacing to xl revision. Revision date amended as cup was left in situ after revision of resurfacing head. See (B)(4) for revision of xl products. Implant date of cup and head: (B)(6) 2005. Revision date of head: (B)(6) 2005. Revision date of cup: (B)(6) 2013.

Manufacturer narrative:
Added.

Event description:
Update (B)(4) 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision update from (B)(4) spreadsheet (B)(4) 2012: reason for revision, hip revised, revision name left asr xl acetabular systemreason for revision: femoral neck fracture on resurfacing (within 3 months of post op)***querying if resurfacing to xl revision, cup revision date etc.*** update received 26th march, 2014. Response received. Resurfacing to xl revision. Revision dateamended as cup was left in situ after revision of resurfacing head. See (B)(4) for revision of xl products. Implant date of cup and head: (B)(4) 2005. Revision date of head: (B)(4) 2005. Revision date of cup: (B)(4) 2013. Update jul 24, 2017: claim letter, asr snapshot, and reconciliation patient name received. Added complainant information. This complaint was updated on: sep 6, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.